Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample in an opened packaging was submitted to the manufacturer for evaluation. It was noted that the protective cap was not returned for evaluation. Through microscopic examination with a smart-scope under 20x magnification, it was observed that the capillary tip was damaged. The damaged area exhibits a v-cut shape, indicating it was caused by contact with the cannula bevel. The cannula was observed to be severely bent from the cannula hub onwards. The peel pack the sample was returned in was also examined. A tear was observed on the peel pack; this tear pattern signified an incorrect technique of opening the primary packaging by forcing the device out could have lead to the bent cannula. A review of the deice history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the reported issue was observed. While the defect was observed, an exact root cause could not be determined. Improper opening of the peel pack could case a bent cannula. Furthermore, the absence of a protective cap and improper storage in a container could also lead to damage of the capillary tip. However, information regarding the product's handling beyond the manufacturing site remains unknown. The defect does not appear to be caused by any issues during the manufacturing process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: bbraun 20g 1in ref 4242006-02 catheter broken when package opened. Patient injury: no.